Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system failed 3d imaging due to the batteries on rack 8 being low at 18v. The charger enclosure and all batteries were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the after a fca and during calibration the batteries were low. It was noted low rack 8 failed to 18v and it was impossible to charge during 3d. There was no patient involvement.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the after a fca and during calibration the batteries were low. It was noted low rack 8 failed to 18v and it was impossible to charge during 3d. There was no patient involvement.

Manufacturer narrative:
The enclosure charger was returned to the manufacturer for evaluation. After functional testing, performance testing, visual/phy sical examination and usability inspection the reported issue was confirmed. Visual inspection confirmed fiber and dust in the assembly and matted on the fans. The charger cards were improperly seated into slots. It was cleaned and re-seated and installed on a known working system. Communication and charging succeeded along with 2d and 3d images acquired successfully. The enclosure detector was returned to the manufacturer for evaluation. After functional testing, performance testing and visual/physical examination the reported issue could not be confirmed. The detector was installed on a known working system and the system readied as expected. They performed 2d and 3d imaging multiple times both were successful while under testing. No battery or low voltage errors were seen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.